Manufacturer narrative:
The manufacturer did not yet received device or other source documents for review. Where lot numbers were received for this device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during total hip replacement surgery, a biolox delta ceramic liner didn't be sitted well in continuum cup. It was less inserted in the cup by approx. 1mm and showed a little bit gap between the liner and the cup. The surgeon finished the surgery with an other product.